Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump stopped working and wont even turn off. Customer's blood glucose level was unknown at the time of the incident. Customer stated that there was hair line crack at the bottom of right corner at the front and runs over the back. Customer stated that the no physical damaged to the reservoir lip ring. Customer states the pump has cosmetic damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.